Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 185, 228 and 216 mg/dl and from fasting meter to meter comparison results of 220 mg/dl using truemetrix meter and 130 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at the time of the call. The product is stored according to specification in the computer room. The test strip lot manufacturer's expiration date is 06/22/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (time not set): result 1 :168mg/dl date: (B)(6) 2018 time:01:59pm fasting; result 2 :185mg/dl date: (B)(6) 2018 time:09:33am fasting; result 3 :228mg/dl date: (B)(6) 2018 time:06:52pm fasting; result 4 :155mg/dl date: (B)(6) 2018 time:01:22pm fasting; result 5 :216mg/dl date: (B)(6) 2018 time:07:13am fasting.